Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that during an "evt" procedure, the advance 14 lp low profile balloon catheter was used to dilate the severely calcified stenosed lesion in the left sfa (superficial femoral artery) by cross-over approach from the right cfa (common femoral artery). The balloon ruptured longitudinally, at approximately 6atm (atmospheres), before reaching the nominal pressure value. Another balloon catheter was used to complete the procedure without any problems, and there were no reported serious injuries to the patient as a result of the product problem.